Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The values were greater than 200 ohms. Boston scientific technical services (ts) reviewed the impedance values and noted the increase had been gradual. A commanded shock was recommended, but no further information could be obtained. At this time, the rv lead remains in service. No adverse patient effects were reported.